Manufacturer narrative:
Additional narrative: device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a nonunion with a broken condylar plate, which resulted in revision surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Implant date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a nonunion with a broken condylar plate, which resulted in revision surgery. The twelve-hole 95 degree condylar plate was broken between the first and second hole proximal to the blade. A 4.5mm cortex screw was broken and left in the patient. The surgeon removed the plate and screws, replacing the plate with a fourteen-hole 95 degree plate. This is report 1 of 2 for (B)(4).